Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. <visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was inappropriately recorded. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Manufacturer narrative:
Additional information was added to the following fields.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was inappropriately recorded. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was inappropriately recorded. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.